Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the stapler to perform failure analysis. Failure analysis investigations replicated the customer reported complaint. The stapler was placed on an in-house system with a brand new reload. The stapler failed the startup test with an error message of "instrument failure, do not reuse" on every attempt. The reload was removed in order to manually drive the I-beam forward. Failure analysis found the primary failure of initialization failure to be related to the customer reported complaint. Upon further failure analysis, staples were observed to be crushed and blocking the I-beam pathway. The I-beam window also showed the I-beam was not fully retracted. Once the staple was removed externally, the stapler was re-installed but still failed with an error message of "instrument failure, do not reuse" on every attempt . No I-beam damage was observed. Failure analysis found the additional failure of a lodged staple to be related to the customer reported complaint. Additional observation: logs showed 2 firing failures due to tissue thickness and 1 firing failure for lockout. No further functional testing could be conducted as the instrument would pass startup with an error message of "do not reuse". Partial fire log review details: procedure = low anterior resection (lar) # partial fires in procedure by inst = 3 reload color installed = qty 3 green 45 pf completion pct= 92%, 87%, 20% peak firing force = 575n, 543n, 625n fire duration = 37 sec, 37 sec, 1.5 sec firing number of pf by inst in procedure = 1st, 2nd, and 3rd fire overall firing number of pf in procedure = same as above clamp history of inst in procedure with pf = 10 incomplete clamps, 4 complete clamps in 14 total attempts further investigation confirmed initial findings. The instrument was re-installed on an in-house system and populated error message confirm the stapler was force expired by the system during the procedure. Log review shows qty 10 incomplete clamps with high clamping torque values (515n-539n), while nominal clamping force for a green reload is 500n. Logs also show two firing failures at ~92% and 86% completion and firing forces of 574n and 542n, respectively. The system will trigger a pause for compression on sureform 45 green reloads when the firing force reaches 495n. Parameters of the first two firing failures indicate that the tissue may have been excessively challenging, as the failures occurred due to inadequate tissue compression. The third firing failure of the procedure occurred for a different reason. The logs indicate that the stapler reached the torque limit very soon after the firing was initiated, further evidenced by a 1.5 second firing duration. If the system detects this type of failure, it will force expire the stapler prevent further use. Complaint suggests customer may have been referring to the "instrument failure ¿ do not reuse" message populated by the system upon reinstallation of the failed stapler. During primary inspection, lodged staples were found in the I-beam assembly, preventing retraction of the I-beam to its nominal start position. Lodged staples from previous fires can obstruct the I-beam during firing, increasing the torque past the system limit in a short window. The lodged staples are related to the third firing failure of the procedure. The classification of the firing failure by the system led to the force expiration of the instrument, preventing further use.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting a stapling issue, an investigation is in progress. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Intuitive surgical, inc. (Isi) has not received the sureform 45 black reload for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. The sureform 60 black reload does not get captured by procedure logs and as a result, a tool usage log could not be performed to determine when the reload was last used during a procedure. A review of the system logs was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). Logs show a sureform stapler 45 instrument (part# 480445-04 / lot# t91220211-0124) was installed on universal surgical manipulator (usm) 3, 3 times and fired 3 reloads (3 green). Prior to the first fire, there were 9 incomplete clamps and 2 completed clamps. Completion percentages for the incomplete clamps ranged from ~56% to ~68%. Following the final completed clamp, there was a firing failure, failing at ~92% completion, after a duration of ~37 seconds. On install 2, there was one completed clamp followed by another firing failure at ~86% completion, after ~36 seconds. On install 3, the system failed to detect the reload color and the user manually selected the green reload via the gui on the ssc touchpad. There was one incomplete clamp, failing at 98% completion, followed by a successful clamp. Firing on this install failed at ~20% with error code 22030 shown in the msc logs. Parameters of the error indicate that the lockout was detected during firing. The tool was then force expired by the system (error code 282 in the msc logs), due to the lockout detection. Next, logs show pn 480445-04, ln t91220211-0117 was installed on usm 3, 3x and fired 3 reloads (3 black). There were no incomplete clamps by this instrument. On install 1 firing was completed with 4 pauses for compression. On install 2, the completed clamp was followed by a firing failure at ~62% completion, after a duration of ~34 seconds. Max toque was ~2-3x normal. On install 3, the system failed to detect the reload color and the user manually selected the black reload via the gui on the ssc touchpad. Firing was completed with no pauses for compression. There were no errors for this instrument in the msc logs. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that there were malformed staples from a sureform 45 black reload. Malformed staples may contribute to an incomplete staple line. If not recognized during the procedure, medical intervention, including additional surgical procedures, may be required in the event that the staples are not formed as expected. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. It was also alleged if a staple fell into the patient. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the triggering process did not work with sureform 45 stapler with green reload, instead the message came up that the stapler was no longer in use and should be removed. As a result, a new stapler had to be opened. With this one, the blades did not retract on two black reloads and many staples did not close. Two other reloads worked properly. On 05-dec-2022, intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified during the procedure, it is unknown if a fragment fell into patient. Initially the instrument could be installed. During bowel resection, after around 5-10 minutes into use, the release process did not work. A message was displayed that the tissue to be resected was too thick and that the device should no longer be used and should be removed. The surgeon did not encounter any obstacles such as clips, staples, or other hard materials between the branches of the instrument. The defective stapler was replaced, and the procedure delay was around 10 minutes. No photographs or video recordings are available for review. On 12/13/2022, isi followed up with the initial reporter and obtained further information: no x-ray or ultrasound examinations were done to check for fragments.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 45 black reload involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The sureform 45 black reload was found to have the knife exposed within the knife track with the knife facing downward and wedged into the sidewall of the cartridge body. The sureform 45 black reload was found to have a firing failure. Additionally, when the stapler cover was removed to access the internal components of the black reload, the shuttle was broken into two pieces. One piece had the knife attached to it and wedged into the sidewall of the cartridge body. Any potential fragments would have been retained inside the cartridge and shuttle cover.

Event description:
Refer to h10/h11 for follow-up information.